Event description:
Patient's pdrn reported during a call with technical support that the patient had surgery on their catheter. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).